Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced an episode of low blood glucose of 28 mg/dl. The customer stated that at the time their blood glucose was 28 mg/dl, but the sensor glucose shoed 120 mg/dl. The customer also stated that a button had to be pressed multiple times before the insulin pump would respond. The customer was unable to get the device out of the threshold suspend mode even though their blood glucose was had gone up. The customer also stated that they had to change their infusion sets and all during the tubing filling, due to no delivery alarms. They were unable to fill the tubing so they threw everything out and got a new set. The customer stated that their blood glucose levels have been above 800 mg/dl and the insulin pump had shown that their blood glucose was above 100 mg/dl. The customer was not hospitalized. Troubleshooting was not performed because the customer stated that they did not have time. Nothing further was reported.